Event description:
Procedure type: bowel resection. According to the reporter: the instrument applied correctly the first and second time but on the third firing, bleeding was observed at the staple line. The surgeon oversewed the line but bleeding was still present. A second anastomosis was performed but still some bleeding was observed. The surgeon oversewed and then closed with a ta instrument. The bleeding was reported to be less than 250cc.